Event description:
It was reported that, (B)(6) 2026, during a bladder irrigation procedure in the operating room, the patient's urinary foley catheter was found to be obstructed. Isotonic solution failed to enter the catheter despite changing the irrigation set. Suspecting a catheter issue, the catheter was removed. Inspection revealed blockage in the inflow lumen, preventing irrigation fluid from entering the catheter. The catheter was discarded and replaced with a new one. After reconnecting the irrigation fluid, the bladder irrigation was successfully completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.